Event description:
Interventional radiology asked to check malfunctioning arm port device found to be broken with catheter fragment in right ventricle and port in arm. Via femoral vein puncture, catheter removed.